Event description:
Complainant alleged that while attempting to treat a pt (age & gender unknown) the device did not analyze the pt's ECG rhythm. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. Complainant indicated that customer's biomed observed that the multi-function cable in use at the time of the reported event, was frayed and had cuts in the cable. The alleged malfunction was duplicated. The multi-function cable was replaced by the biomed and the alledged malfunciton was not observed. The device was returned to service and no additional problems have been reported.